Event description:
It was reported that the customer fell on the pump and touch screen became cracked and unresponsive. In addition, it was reported that the customer experienced difficulty inserting a cartridge on the pump. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to an alternate method of insulin delivery.